Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor and unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement, rewind, basic occlusion, selftest and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Device had cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads. See manufacturer report number 2032227-2015-26231.

Event description:
Diabetes clinical manager reported via phone call that incorrect basal setting was entered into the insulin pump and also the insulin pump has cracks by the reservoir compartment and when rewinding the device, it seems to be taking longer than usual. Blood glucose value was 282 mg/dl. It was also mentioned that the customer was hospitalized with diabetic ketoacidosis. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.